Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 34 mg/dl. The customer treated their blood glucose with orange juice. The customer stated the no delivery alarm was resolved by a complete set change. The customer also reported two reservoirs that were not functional. The customer's blood glucose was 72 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.